Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the device was found to be in eol. The device was explanted and replaced.

Manufacturer narrative:
No conclusion code available. Upon analysis, the patient notifiers were identified as delivered. Battery calculations indicated the battery depleted prematurely. Bench, temperature and humidity tests were performed, and no sources of high current were found. The cause of the premature battery depletion could not be determined.